Manufacturer narrative:
05-aug-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Choked on metal pin [choking]. The head came apart in my mouth, metal pin came out [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case description: consumer reported via e-mail that the brushhead came apart in mouth because the metal pin came out and choked on it. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Choked on metal pin [choking]. The head came apart in my mouth, metal pin came out [device breakage]. Consumer reported via e-mail that the brushhead came apart in mouth because the metal pin came out and choked on it. No serious injury was reported.